Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables, "add gel" messages) was confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, which caused the reported "add gel" messages. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that his electrode belt cables were damaged and he was receiving 'add gel" messages. The pt was issued a replacement electrode belt.